Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. The customer addressed bg level with a bolus via the pump.